Event description:
The pt was having the drain removed but with mild pulling on drain it snapped and broke with aportion of the drain remaining in the peritoneal cavity. Pt had to be taken to o/r for laparotomy and removal of intra-abdominal drain.